Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify the reported issue. Stryker performed a defibrillation calibration and other unrelated repairs. The device passed all functional and performance testing and was returned to customer. The root cause was not determined. Stryker recommended the customer replace therapy cables.

Event description:
During routine preventative maintenance testing by stryker, the device delivered defibrillation energy out of tolerance. In this state wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.